Event description:
A us dist contacted zoll to report that a pt experienced an inappropriate defibrillation event. Atrial flutter with rapid ventricular response at 201 bpm prior to treatment transitioned to sinus tachycardia at 134 bpm at the time of treatment and contributed to the false detection. The pt was conscious and lifting a basket of clothing at the time of the event. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The pt did not seek med attention following the event and will continue wearing the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt did not seek med attention following the event and will continue wearing the lifevest. Device evaluation was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4): 02/2013 - reuse. Electrode belt (B)(4): 04/2014 - initial use. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent and inappropriate defibrillation. (B)(4).